Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 63 mg/dl and food was consumed to address the bg level. The customer was not sure the cause of the low bg and declined tandem customer technical support's (cts) request to upload the pump data for review. Cts advised the customer to discuss the low bg with a healthcare provider.